Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2002. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, fluid buildup and metallosis. Review of invoice history confirmed the modular head, acetabular cup and taper sleeve were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the revision was due to elevated metal ion levels, pain and squeaking. Medical records further noted the presence of dark fluid, metallosis, osteophytes, metal debris and a focal defect. The modular head was removed and replaced. The acetabular cup and taper sleeve were removed and replaced with a competitor¿s components.

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2002. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, fluid buildup and metallosis. Review of invoice history confirmed the modular head, acetabular cup and taper sleeve were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-05581 & 05623 / 05624).